Event description:
Stryker sustainability (covidien) ligasure handpiece blade was/is stuck out with hand piece locked closed, this happened while the device was in the pt. The surgeon used other surgical instruments to pry the device from the pt's tissue. A subsequent "like" device was opened and utilized for the completion of the procedure without problems. Reason for use: exploratory laparotomy, tah, bso.